Manufacturer narrative:
Result of investigation: the gas delivery engine (gde) was returned to carefusion and an evaluation was performed. A visual inspection confirmed the reported problem. Evidence of water was found in the gde.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the avea ventilator had water ingress in to the gas delivery engine and has now contaminated it. No reports of patient involvement associated with the event were received by carefusion.